Event description:
In 2005, the lay reporter, the lay pt's family member, contacted lifescan alleging that the pt's one touch ultra meter was prompting an error message. Two days later, the medical specialist (mas) spoke with the family member to obtain/verify the following info: the pt was diagnosed with type 1 diabetes in 2005. The pt takes a fixed daily insulin regimen of novolog 6 units, novolin 4 units, and novoline 4 units 3 times per day. In 2005, while the pt was at school, she began shaking and feeling sick to her stomach. She went to the school nurse, as she has been directed to do when symptomatic. The nurse tried to test the pt with the reported meter and obtained an error 2 message 6 times in a row. The nurse's meter was in the health care education office and not immediately available. The nurse gave the pt a "coke" to drink. Someone went to get the nurse's meter and a result of 42 mg/dl was obtained on the nurse's one touch ultra meter, using the pt's test strips. The nurse gave the pt a glucagon injection and called emt. Emt took the pt to the ER where a result of 71 mg/dl was obtained on the hosp device. The pt was kept in the ER for 8 to 9 hours, treated with an IV, given food and her usual insulin dosage, and released to home after a final result of 122 mg/dl was obtained. The customer service agent noted that the test strips might have been stored incorrectly by being exposed to high temperature and moisture. The mother told the mas that she had also obtained several earlier error 2 messages on the meter using test strips from the same vial used at the time of concern. The meter, test strips and control solution were replaced. The complaint is reported as an adverse event because the nurse was unable to obtain a result on the product while the pt was symptomatic. As a result, the pt's treatment was delayed.